Event description:
A customer reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to remove the o-ring on the pneumatic tap, clean the area, and inspect the cartridge. After following these instructions, the customer was able to reload the original cartridge and successfully resume insulin therapy.